Event description:
Steam sterilization in central sterile/sterile processing was completed using required indicator tape for blue wrapped instruments. This tape did not change as required for validation of sterilization.